Event description:
The technical service representative reported a water leak from the loader of the c501 and onto the floor in a walkway. No operators were harmed. No erroneous pt results were generated.

Manufacturer narrative:
The field service representative found a damaged detergent mixer check valve and replaced it. He ran a detergent prime and verified the instrument is no longer leaking.